Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a prostyle device with a 6f sheath after a diagnostic coronary angiogram procedure. Retrograde approach was used. Femoral imaging was not performed. Reportedly, the suture of the prostyle device did not deploy. Another prostyle device was used, the angle was rotated away from the calcium and deployment was successful. The second prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the prostyle instructions for use states: prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulty. A conclusive cause for the reported difficulty could not be determined as the device was returned with the needles successfully engaged. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.